Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on (B)(6). 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed/frayed wires and sparking of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
During the investigation, visual inspection revealed that the power extension connector was seated in the connector cover. In addition, no power clip was attached and/or returned. External and internal visual inspections of unit revealed exposure of power supply cable. There was no damage to the right-angle extension cable or power cord. A golden power supply was used to power the unit throughout all testing. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4g gsm modem. Unit passed all signal acquisition frequencies in diagnostic-test including accuracy/noise and distance/home . The reported problem of frayed power cords and that the cord has sparked was confirmed.

Event description:
It was discovered upon investigation and analysis that the fray and exposed wires were on the power supply.

Manufacturer narrative:
It was determined clarification as needed as based on evaluation this event is not part of fa-q323-hf-4. As evaluation confirmed the event was related to frayed power supply and not a frayed right angle extender.